Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found a non-reproducible, higher than expected vitros troponin I es results obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 5600 integrated system performance had contributed to the result could not be ruled out entirely.

Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found a non-reproducible, higher than expected vitros troponin I es result obtained from a single patient sample (troponin I = 1.208 ng/ml versus a duplicate result of <0.012 ng/ml), using vitros troponin I es reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if the result was reported to a clinician but it is assumed that the unexpected result would have been captured by the facility's delta check. Since the customer did not report the event directly to ortho clinical diagnostics, it is assumed there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).